Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-feb-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The current black box showed evidence of unexplained power on reset events. The battery cap was not returned and all testing was performed with a test battery cap. The pump intermittently powered on with a test battery cap, and the cap was unable to tighten. No moisture was found in the battery compartment. The pump case was removed to find no evidence of moisture or loose components. Unrelated to the original complaint, the battery compartment was cracked in the threads, and below the grip pad with a large section missing. The battery compartment threads were damaged. The intermittent power issue was due to the battery compartment damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).